Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived in good physical condition. Device testing completed and no error code was detected when opening and measuring motor current. The motor current measured within manufacturing specification. Event log revealed error code . Preventative action was initiated to replace main board. No fault found, as event could not be duplicated. Device passed all functional testing.

Event description:
Information received a smiths medical cadd legacy 6400 pump alarmed error code 1861. No change in reporting, as event occured during testing.